Event description:
The customer tested her blood glucose and received a reading of 120 mg/dl using her contour meter and a reading of 55 mg/dl using another meter. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer was advised to return the test strips for eval. Replacement strips and a new meter were sent to the customer.